Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown, but was potentially due to the patient not taking much care in the performance of peritoneal dialysis therapy. On unreported date(s), the patient was treated with unknown oral antibiotics (medication, dosage, frequency, and duration not reported) and unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with the oral and intraperitoneal antibiotics was ongoing at the time of this report. On an unknown date, the peritoneal dialysis catheter was removed and on another unknown date, a new peritoneal dialysis catheter was placed. On a later unknown date, the replacement peritoneal dialysis catheter was removed and on a later unknown date, a second replacement peritoneal dialysis catheter was placed. All peritoneal dialysis catheter procedures were performed on an outpatient basis. Dianeal therapy was ongoing at the time of this report. The patient was recovered from the peritonitis. On an unreported date, the patient and family members were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The caregiver reported the previously reported peritonitis event began on an unspecified date in (B)(6) 2015. Upon follow up, the pd nurse reported the cause of the peritonitis event was due to a breach in aseptic technique further described as touch contamination. The caregiver reported the patient did not recover from the initial peritonitis event. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.